Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer initially called for assistance with viewing her blood glucose readings in the memory of the contour next ez. During the call she realized her blood glucose reading from that morning was not in the memory. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.